Event description:
It was reported that a syringe 1.0ml 30ga 8mm 10bag 500 l amr had incorrect label information before use. The following was reported by the initial reporter: "divergence of manufacturing date between invoice and product. Date described in the invoice: 07/06/2020. Date described on the product: 08/06/2020".

Manufacturer narrative:
H6: investigation summary . Customer returned an image a shelf carton for 1ml, 30 gauge, 8mm syringes from lot 0188630. The shipping information states that the fabrication date is 2020-07-06. However, per manufacturing site holdrege¿s records, lot. No. 0188630 was manufactured in august 2020. This manufacturing date corresponds with the date on the carton. A review of the device history record was completed for batch# 0188630. All inspections were performed per the applicable operations qc specifications. Date(s) of packaging: 29aug2020 to 30aug2020. There were zero (0) notifications noted that pertained to the complaint. Based on the image received, bd was unable to confirm the customer¿s indicated failure of a discrepancy between the manufacturing date printed on the shelf carton and the actual manufacturing date. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. The root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.

Manufacturer narrative:
"Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed."

Event description:
It was reported that a syringe 1.0ml 30ga 8mm 10bag 500 l amr had incorrect label information before use. The following was reported by the initial reporter: "divergence of manufacturing date between invoice and product. Date described in the invoice: (B)(6) 2020. Date described on the product: 08/06/2020."